Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: vedr01, ipg, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had low pacing impedance when connected to the new device during a routine changeout. An impending insulation breach was suspected. The physician attempted to place a new atrial lead; however, no access could be obtained due to the patient's anatomy. The ra lead remains in use and will be monitored. No patient complications have been reported as a result of this event.